Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense that was being sensed and then gradually faded away. It was reported that it lasted about 5 seconds. The patient was not pacer dependent and had a normal sinus rhythm the entire time. No adverse patient effects were reported. No further intervention was taken as the issue was isolated to one instance.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.